Event description:
A patient reported bite concerns, "unable to close teeth together fully since they are not well lined up yet. No pain, but the aligners are not working properly. When chewing from the back, the bottom teeth clash with the top teeth". The doctor of dental surgery has referred the patient to his dentist due to bite complexity and advised to seek traditional chairside treatment.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.